Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the act button is not working from time to time. Insulin pump will need to be replaced. No further details given.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube window and a corroded battery tube.